Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laparoscopic gastric bypass procedure, the device does not hold the needle. Both released needles after putting through the ports. The devices were not used on the patient. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had a disengaged button. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However evaluation of the device revealed the cause of the observed damage to be possibly due to misuse of the product (handling rough) that has no relationship to the reported incident. Replication of disengaged or broken loading button may occur during the inability of the user to unload an improperly loading needle which might cause the necessity to exert pressure on the button which results in it disengaging or breaking. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.